Event description:
Account alleges the side rail is not latching. (B) (6) stated a patient is in the bed. Account stated no injury reported. The bed is in ICU. Repair has not been completed at this time.